Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain confirmation of the part replacement and resolution. No response or further information was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device alarmed for a backup alarm failure. The device was reported to have occurred during device setup and outside of use at the time of the reported problem. No patient harm reported. The customer biomedical engineer (biomed) confirmed the issue and requested troubleshooting. The remote service engineer (rse) advised the customer to check the event log for error 1104 (check vent: backup alarm failed) or 1115 (check vent: aux alarm supply failed) to determine if the central processing unit (cpu) or the motor controller (mc) printed circuit board assembly (pcba) should be replaced. The part information for replacement were provided to the customer. Investigation is ongoing.